Event description:
Cs25 dlu used for intrathoracic esophagogastro anastomosis. After pressing close, anvil came off three times. Firing was complete, upon inspection of donut and cut-ring, it was noticed that some portions were not anastomosed. Hand sewing was used to complete procedure.